Event description:
It was reported there were high thresholds and the leads were fractured. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-35 implantable pacing lead, implanted: (B)(6) 2003; sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2003. (B)(4).